Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was admitted to the ICU on (B)(6) 2017 for a high blood glucose over 700 mg/dl and diabetic ketoacidosis. The patient passed out on the floor due to the high blood glucose and his father took him to the hospital. The customer had changed his infusion set the day prior to the hospitalization, but the next day his reservoir was nearly empty and his blood glucose was in the 400 mg/dl range. The patient was treated with IV drip. The insulin pump was not returned for analysis.